Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 99 mg/dl, lo (less then 10 mg/dl), 66 mg/dl, and 75 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.